Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a wound breakdown at the generator site, but it was not infected. The wound was revised on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was experiencing pain at their pocket site and their doctor was going to do a pocket revision on (B)(6) 2018. It was unknown what may have led or contributed to the issue. No further complications were reported/anticipated.